Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.

Event description:
It was reported that high capture threshold and loss of capture were observed. It was discovered lead was dislodged. Lead was explanted and replaced when repositioning was unsuccessful. Patient was fine post-procedure.